Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial started on (B)(6) 2024. It was reported that the patient was experiencing pain. The issue was not resolved and was ongoing. Additional information was received from the patient on (B)(6) 2024 stating that one of their wires may have gotten dislodged as there was blood on their bandage and they were not feeling the stimulation. They believe a possible cause was their belt getting tangled in their underwear and accidentally pulling the belt down "too far", although they were able to get it back in place again. Support link advised patient to let their clinician know.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2y7xy, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) stating that the cause of the lead dislodgement was unknown and the most likely cause would be the tugging of the wires. The patient reported no complaints when trial was completed and intervention was not indicated as sensation was felt. The issue was resolved. The cause of the patient not feeling stimulation was unknown and the likely cause was determined to be the tugging of the wires. When the patient arrived for stage ii placement, they were able to feel stimulation without intervention. The issue was resolved.